Event description:
It was reported that the videoscope had no image. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint "connector: plug unit: connection (no image)" is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.